Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited atrial undersensing. Technical services (ts) reviewed device data and confirmed undersensing due to current device programming. Ts recommended adjusting the sensitivity settings in the right atrial (ra) channel. This crt-d remains in service. No adverse patient effects were reported.